Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a left knee revision with apparent removal of the tibial insert, tibial tray, and femoral component. There is no evidence the patellar component was revised during the procedure. The surgeon noted irrigating the wound, debridement, and drainage. Three batches of competitor antibiotic cement and non-articulating spacer were used. It is noted only the last page of the revision note was available at the time of review and limited information was obtained regarding any adverse symptoms the patient was experiencing prior to the procedure. Doi: (B)(6) 2015 tibial tray and femoral component. Doi: (B)(6) 2016 tibial insert (captured in (B)(4)). Dor: (B)(6) 2016. Left knee. On (B)(6) 2016, the patient underwent a removal of competitor non-articulating spacer and implantation of depuy knee system with competitor cement. Sticker sheet for products implanted can be found on page 19 of the attached medical records. There is no evidence of revision nor invasive treatment following the revision on (B)(6) 2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.